Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the o-ring near the septum. Reportedly, the customer is relying on back up insulin pump as customer did not have any cartridges left to replace leaking cartridge. Customer's blood glucose was 190 mg/dl.